Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as headache and was treated with pump. Customer's blood glucose value was 715 mg/dl at time of incident. Customer's current blood glucose value was 546 mg/dl. Customer stated blood glucose was high due to not wearing her insulin pump for last day. Customer followed up diabetes educator and blood glucose was down to 200 mg/dl and headache was gone. Customer now feeling much better and planning to return the cot pump. The product was not returned for analysis.